Manufacturer narrative:
Product evaluation: lens was returned in a micro centrifuge vial with moisture on lens. Visual inspection found the haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -7.50/3.0/110 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. The lens was removed and replaced for a longer length lens during initial surgery due to low vault. This resolved the problem. Cause of the event is reported as unknown.